Event description:
It was reported that a homechoice (hc) experienced an unknown malfunction. A swap of the device was initiated. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue could not be confirmed through an event history log review. A device history review and service history review was performed with no issues noted. The reported problem could not be confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. An event history log review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.